Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing therapy were available.the root cause of the memory corruption could not be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when this device was interrogated, it was in safety mode. Boston scientific technical services (ts) recommended device replacement. As a result, the device was explanted. No additional adverse patient effects were reported.